Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical / medical investigation concluded that, this case reports the revision of a fractured emperion stem. Per email correspondence, there is no relevant supporting medical documentation or additional information regarding the patient or the circumstances surrounding the fracture. A single x-ray confirms the stem fracture. The patient impact beyond the revision cannot be determined. Without the requested information, no further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, excessive forces applied to implant, excessive pressure on the joint or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision surgery was performed due to an emperion stem size 11 brokage. The broke stem was removed with an eto and replaced with stryker restoration. There is no information of when or where stem was implanted. No additional details were provided.